Event description:
Follow-up information revealed the patient's ipg became inoperable. Reportedly, the patient has effective therapy following the procedure and the issue is resolved.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced. The reason is unknown at this time.